Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 161473: 15 items manufactured and released on 22-jun-2016. Expiration date: 2021-05-31. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, about three years after primary surgery, complaining of pain due to a loose femoral stem. The surgeon revised the stem, head and liner. The surgery was completed successfully.